Event description:
It was reported that during a ptca procedure, the wire was being used with other devices in the "lad." The guide wire became stuck in the artery and the physician experienced removal difficulties. During removal the wire broke and several pieces remained in the pt. The pt went to surgery for removal and bypass. Pt status is listed as "satisfactory".